Manufacturer narrative:
The reported complaint of the autopulse platform (serial #(B)(4)) displayed "system error, out of service, revert to manual CPR" error message during power on was confirmed during functional test but unable to verify in the archive data log due to power distribution board (pdb) issue. The root cause of the system error was due to a pdb. Unrelated to the reported complaint, a bent battery lock on the returned autopulse was observed during visual inspection. This type of physical damage is likely attributed to mishandling. The bent battery lock was replaced. Unable to review data from the archive due to damaged pdb. The initial functional test failed due to returned autopulse platform displayed system error user advisory "(ua)136" (invalid parameters block) during power on. To remedy the system error, the damaged pdb identified during evaluation was replaced. After service completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests and it is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for autopulse with serial number (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial #(B)(4)) displayed "system error, out of service, revert to manual CPR " upon powering on. Error message could not be cleared by the user. No patient involvement.